Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6).

Event description:
It was reported to philips the device gave a check vent: backup alarm failed alarm. This event was reported to have occurred after the device was powered on prior to patient use. The device was swapped with another ventilator. There was no delay to therapy. The me reported the alarm was duplicated even after power cycling. However, the alarm was no longer duplicated afterwards in the me room. Periodic maintenance was performed june 2022.

Manufacturer narrative:
In the repair center, "check vent: backup alarm failed" (diagnosis code 1104) was observed to occur. In addition, its occurrence log was found in the event log. Following the evaluation of the device, the repair technician replaced the cpu pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The pil technician verified three occurrences of backup alarm failed (post backup audible failed / error code 1104) in review of the device event log. The pil technician verified that shortly after the power on button was pressed, error code -1104 generated during stb operation. The pil tech also verified that the error code 1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil tech induced a hardware power fail condition with the stb. During the hardware power fail condition, the light emitting diode (led) on the bezel was flashing bright red as expected, however the secondary alarm did not provide an audible tone as expected. The pil tech applied 10 volt direct current across the leads of the secondary alarm and verified that the alarm does not function at all. The pil tech verified that the reason for the repeating error code 1104 and the failure of the secondary alarm circuit is due to a faulty component (secondary alarm buzzer).